Event description:
It was reported that a large syringe call failure was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor. During functional testing the reported problem duplicated during power up process. The root cause was unable to be determined. Replaced left plunger case. Performed self test. Device software update performed.

Event description:
It was reported that a large syringe call failure was experienced.